Event description:
It was reported that the core sumex drill was running without activation of the footswitch following the completion of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the core sumex drill was running without activation of the footswitch following the completion of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of the device having run-on was not confirmed, since no run-on or unintended activation/motion was duplicated during product evaluation. No failure was found in the device that may have caused or contributed to the reported event. The device was serviced for preventative maintenance, and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.